Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate bursts of anti-tachycardia pacing and electric shocks due to oversensing of external noise. The recent presenting electrogram (egm) showed appropriate sensing and no noise observed. This device remains in service and no additional adverse patient effects were reported.